Manufacturer narrative:
The transmitter and sensor were investigated, and customer complaint was confirmed via dms. Lab testing did not identify any performance issue with transmitter and sensor. As indicated in case notes, the new sensor was inserted within 3 mm of old sensor. Log file analysis indicate that transmitter first correctly programmed sensor serial number (B)(6) with sensor insertion date of 14th feb, 2020. However on 22nd feb, 2020, transmitter again tried to program insertion date of 21st november, 2019 (which is previous sensor's insertion date). This likely resulted in sensor replacement error (ec #1) with new sensor serial number (B)(6) on day 9 post new sensor insertion.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an incident where user experienced an early sensor replacement alert resulting in an early sensor removal.